Event description:
Pt with a remote history of left breast cancer, which was diagnosed in 1987, underwent mastectomy on the left side and reconstruction with a silicone implant. Over the past nine months to one year, pt has noted progressive deformity of the left breast with shrinking in size and contraction, as well as movement in a cephalad direction. The pt presents now for autologous reconstruction with transflap, including implant removal and capsulectomy. - implant began losing size and shape.